Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance of the right ventricular pacing lead was beyond the expected upper range, the pacing capture threshold in the right ventricle was elevated and the pacing capture threshold in the right ventricle was unstable.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high thresholds, high impedances, noise, and a failure to capt ure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance of the right ventricular pacing lead was beyond the expected upper range, the pacing capture threshold in the right ventricle was elevated and the pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.